Manufacturer narrative:
Voluntary distributor narrative the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the unimax, sb534, mini endo pocket was used in a cholecystectomy on (B)(6) 2020. The surgeon reported while tightening the bag under vision the surgical team saw that the black piece was sticking out from the bag. There was no resistance in deploying the bag. The bag was retrieved through a 5mm trocar (ethicon). There was nothing unusual about the anatomy. The gallbladder was completely collapsed other than a few small stones. There was no reported delay in procedure. The procedure was completed as planned the specimen was retrieved using a davis and geck grasper. There was no reported patient injury or impact. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.